Event description:
The customer reported that the system would not power up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd board was replaced and the transformer was adjusted during the service call. The system was tested and found to be working as intended and returned to service.